Event description:
It was reported that device software reset was noted. The patient did not receive any shocks. An alert that software upgrade was required. The patient received radiation treatment for cancer. Technical services discussed software resets. A memory map was successfully downloaded and the device was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.